Event description:
It was reported from (B)(6) that the drill guide sleeve fell off during the orthopedic surgery. ¿not enough strength (welding) against the stress of drilling.¿ the tip was broken off the shaft. The patient¿s health was stable leaving the operating room. There was no delay to surgery. The representative was not present at time of surgery. Patient demographic information was not provided by the contact. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Visual evaluation condition/findings (conducted with a 7x or l0x optical unless otherwise specified)- the sheared surfaces appear to be consistent with applying a bending moment to the drill guide while using a drill, eventually breaking the weld between the drill guide tip and shaft. All other aspects of the device appear unremarkable. Design-related issues: the design of the drill guide has been in the field since 2013. Exactech has received 6 similar complaint reports involving broken drill guides since 2013. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2017. Therefore, this issue does not appear to be manufacturing related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken device reported was likely the result of applying a bending moment to the drill guide while using a drill, eventually breaking the weld between the drill guide tip and the shaft. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient impact.